Event description:
It was reported by the patient one week after implant that their pulse was found to be low in the 30 beats per minute range at a doctor visit. The patient questioned whether the cardiac resynchronization therapy defibrillator (crt-d) regulates the heart. The patient reported that their pulse was now in the 50 beats per minute range, their blood pressure was up, and they were feeling dizziness. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products: 4592-45 lead, implanted: (B)(6) 2000. (B)(4).